Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address pain. Doi (B)(6) 2007 - dor (B)(6) 2012 (hip). **update** (B)(6) 2012- litigation papers received. There is no new additional information that would affect the investigation. (Right hip). Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, elevated ion levels, metal sensitivity, osteolysis, and corrosion. Records are available for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for lot codes 2128162 and 2248522 did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the hip stem. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.